Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for clotting with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for clotting with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced poor barrier separation noted after use. The following information was provided by the initial reporter: the tubes are clotting even after several times centrifuged. Information received by email on 5/30/2019: the incident was noticed after the use. There was no wrong results in the exams, only a delay in the results.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced poor barrier separation noted after use. The following information was provided by the initial reporter: the tubes are clotting even after several times centrifuged. Information received by email on 5/30/2019: the incident was noticed after the use. There was no wrong results in the exams, only a delay in the results.